Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. Engineering drawings for the ergo and gps shoulder impactor handles referenced dimensions for the internal depth of the bore as well as a spherical radius to create the smaller diameter end opening for retention of the detent ball. Use of internal bore dimensions required an inspection method that may have contributed to damage and did not provide a method for dimensional inspection after assembly that may have resulted in nonconforming product being released to the field. A risk assessment has been initiated to escalate this issue.

Event description:
As reported, the 78 y/o male patient received a total shoulder replacement. Surgeon noticed a bb and small spring on patient x-rays and sent the images to sales rep. Sales rep researched the instruments and noticed the catch button missing on the modular impactor handle. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The device is available for evaluation. Additional information received indicates that the tip broke during the case, and no one noticed it until after sales rep had already left with the cleaned trays. The patient is ok, the surgeon states that he and the patient decided to leave the pieces where they are unless the patient starts having issues. Surgeon called sales rep and said he would keep watching it as well, he doesn¿t expect it to hurt or irritate anything. Furthermore, the device was used later at a different facility and no one there noticed it was broken, but somehow they made it work.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.